Event description:
Addendum aug 26, 2022: customer reported that the biopsy channel was perforated by incorrect maneuvering of a biopsy needle at the end of a procedure. There is no harm to the patient. The leakage-test was not performed before reprocessing of the scope.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer provide facility reprocessing information: only the air/water piston is used for channel flush during pre-cleaning. Pre-cleaning is performed immediately after a procedure by flushing water through all the channels, and the insertion tube is wiped. The leak-test is performed and after that the scope is immersed in enzymatic detergent where the inner channels are being brushed. Detergent used for pre-cleaning is perasafe rely and on c:1 62% or innocid ID-ic 40 c 2%. The endoscope channels are brushed during manual cleaning with olympus bw-412t single use brushes that are not re-used. Cleaning and disinfectant solutions used with the endoscope (are perasafe rely and on or innocid ID-ic 40 c. Automatic endoscopy reprocessor (aer) used to reprocess the endoscope is endo-technik scope cleaner, 10 flushing pumps. Drying is performed by wiping the insertion tube and connector with clean dry medical cloths and left hanging in vertical position. The scopes are stored hanging in vertical position in medical cabinets without air ventilation system.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that that the acoustic lens was damaged causing a gap in the adhesive. This likely happened due to wear and tear. There was also a foreign object found inside the channel mount. This is attributed to insufficient cleaning. Other observations for the device are: paint on scope (s) s-cylinder is peeled; acoustic lens has a scratch; distal end has a burr; objective lens has a scratch; adhesive on distal end rubber coating (a-rubber) has a discolored area; and due to wear of angle wire, bending angle in down direction does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the device failing a leak test. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the acoustic lens was damaged causing a gap in the adhesive. This causes a potential for staining on the inside of the lens. There was also a foreign object found inside the channel mount. This medwatch is being submitted for the reportable issues of gap in the adhesive of the acoustic lens and foreign material found in the channel mount during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress, handling, or other factors. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.